Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss from the cylinders. It was noted that the left cylinder was torn, and the device would not inflate. The device was removed and replaced. There were no patient complications.